Event description:
On 24 feb 2009, the distributor reported that during a revision surgery one of the prongs of the instrument was damaged during the screw explantation. Additional information received on 04 mar 2009, the distributor reported that the initial surgery was in 2007. The revision surgery was due to pain. The surgeon removed the left side of the construct on l5 to s1.

Manufacturer narrative:
Product is an instrument and is not implantable. No device will be returned. Evaluation pending.